Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the right plunger case was cracked, there was visible contamination by the l bracket pole clamp, and there was no electronic serial number on the display. A review of the event history log (ehl) identified primary audible alarm post error and auxiliary control unit (acu) watchdog failure as a symphony alarm. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker and interconnect board as preventive measure and performed self test/occlusion test.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog failure/primary audible alarm. No adverse effects were reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received indicating that there was no patient involvement.